Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead had perforated. The lead was tested after the perforation and the entire system is functioning normal. All lead test measurements are stable and with normal limits. The lead remains implanted. The patient is stable.